Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and screening test were performed. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed and rocker arm detached. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. Further inspection revealed that welding residue was present at the handle, suggesting that the rocker arm had been previously attached to the device. A manufacturing record evaluation was performed for the finished device 31559710l number, and no internal actions related to the complaint were found during the review. The force issue reported by the customer could not be replicated, however, the reddish material on the pebax could be related to the force issue, therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The rocker arm observed during the analysis is unrelated to the issue reported by the customer. The potential cause for the rocker arm detached could not be determined. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - persistent ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole on the pebax with internal parts exposed and rocker arm detached. During the procedure, when going on ablation using q mode, the "hi" force reading was displayed on the carto 3 system. The medical team tried to rezero twice without resolution. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The procedure continued. No patient consequences were reported.